Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had incompatible scope. The issue occurred during inspection of use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6 and updated manufacturing date. Updated fields: h2, h4, h11. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.